Event description:
The customer reported machine was removing too much weight and resulted in decreased blood pressure requiring treatment with vasodilators. It took aprox 18 hours to stablize the pt's blood pressure.